Event description:
It was reported that the patient had a loss of therapeutic effect. First noticed this change at least 2 weeks ago, said it was on and off basis. The patient had an overstimulation sensation. She increased stimulation due toreturn of symptoms and increased she thinks to 1.85 volts on program 2 and reports since increasing stimulation in order to feel stimulation she couldn't walk. The patient had a shocking or jolting sensation. When she increased stimulation due to return of symptoms she experienced a sharp pain in her groin when she walks which goes away if she decreases stimulation. The patient believes she may have another bladder infection. It was reported she has had 2 or 3 of them since she received device and would like to know why. It was reported two days later that there was fifty percent or greater symptom reduction, the cause of the event was determined, not device related and no reprogramming needed. The patient wasn¿t drinking water. Also the batteries in the programmer was out.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gcs6, implanted: (B)(6) 2014, product type: lead. (B)(4).